Event description:
Report received from maude database stating that during a maxillo-facial surgery, an anspach drill bit broke off and went into the pt's dura. The piece was easily removed and there ws no delay in the surgery and no reported harm to the pt. There was no add'l info available.

Manufacturer narrative:
The device was not returned by depuy synthes power tools. The reported condition of "drill bit broke off" could not be confirmed. If add'l info is received, a supplemental report will be submitted. (B)(4).